Event description:
It was reported that the customer had high blood glucose levels of 511 mg/dl. It was reported that the customer treated with manual insulin injections. It was also reported that the customer does not want to continue using the insulin pump and would like to have the insulin pump replaced. It was also reported that the customer have had multiple no delivery alarms from the insulin pump during bolus. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).